Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced backup battery fault alarms that began on the evening of (B)(6) 2021. The alarm did not clear when the patient was instructed to perform a self test. The patient was advised to come to clinic on (B)(6) 2021 for assessment. The backup battery fault alarm did not clear with the self test performed by the ventricular assist device (vad) coordinator. Battery replacement did not solve the issue. The backup battery fault alarm with the new battery also could not be cleared with a self test. The battery was disconnected and reconnected, and the fault alarm appeared again. As a result of this issue, a system controller swap was performed without complication. The patient was sent home from clinic and instructed to call if any new alarms appeared. The alarms resolved with system controller swap.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6). The log file contained approximately 8 days of data (B)(6) 2021 per the timestamp). Backup battery fault alarms were active on (B)(6) 2021 from 16:14:11 to 16:28:24, from (B)(6) 2021 at 16:28:27 to (B)(6) 2021 at 7:33:06, on (B)(6) 2021 from 7:33:09 to 9:11:10, and on (B)(6) 2021 from 9:11:12 to 9:13:49 due to load test failures. The first three instances of the alarm cleared due to an additional load test being performed, which failed and resulted in the following instance of the alarm activating. The fourth and last instance of the alarm cleared due to the backup battery being disconnected, resulting in a backup battery not installed alarm being active on (B)(6) 2021 at 9:13:51 until the backup battery was reinstalled at 9:14:01. The load tests failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 9:22:05 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 21sep2021. Further review revealed that grease was applied during the manufacturing process of the controller, which was included to mitigate load test failures via CAPA 116200. Heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller and the system controller power cables. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.